Event description:
A pt care associate experienced a needle stick when a needle protruded through the opening of a sag 4838 and also suffered emotional stress because of potential exposure to hiv and hepatitis. Oral hiv prophylaxis and counseling was provided.

Event description:
A pt care associate experienced a needle stick when a needle protruded through the opening of a sag 4838 and also suffered emotional stress because of potential exposure to hiv and hepatitis. Oral hiv prophylaxis and counseling was provided.

Event description:
An rn experienced a needle stick when a needle protruded through the opening of a sag 4838. The nurse suffered emotional stress because of potential exposure to hiv and hepatitis. Oral hiv prophlaxis and counseling was provided. The nurse became ill from hiv medications and had to stop working.

Event description:
A pt care associate experienced a needle stick when a needle protruded through the opening of a sag 4838 and also suffered emotional stress because of potential exposure to hiv and hepatitis. Oral hiv prophylaxis and counseling was provided.

Event description:
A pt care associate experienced a needle stick when a needle protruded through the opening of a sag 4838 and also suffered emotional stress because of potential exposure to hiv and hepatitis. Oral hiv prophylaxis and counseling was provided.

Event description:
Six needle sticks have occurred in the micu since 8/97 associated with the sag 4838 in-patient room sharps container. The customer states they can't see through the container and therefore can't see when it is full. The age range of the six injured employees was 25-55 yrs. Five of the needle sticks occurred when a needle was protruding from the top of a full container. One occurred when the container fell off the wall and the rn attempted to pick it up. Oral hiv prophylaxis & counseling was provided. The nurse suffered great emotional stress because the pt whose needle she was stuck with was known to be hiv+.